Event description:
It was reported that the procedure was to treat the peripheral portion of a lesion in the distal left anterior descending (lad) coronary artery with moderate calcification. Pre-dilatation was performed with a non-abbott semi-compliant balloon. The 2.0x8 mm nc trek balloon dilatation catheter (bdc) was advanced with resistance with the anatomy noted and was intended to provide additional dilatation. During the first inflation to 10 atmospheres, the pressure of the inflation device decreased, indicating a rupture. The balloon was removed and a rupture was noted on the distal portion. A non-abbott balloon was used to continue the procedure and a drug coated balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.